Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. Lead was cut, capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.